Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited noise oversensing and their right atrial (ra) lead exhibited far field r wave oversensing which caused inappropriate automatic mode switch. No intervention was performed on the ra lead. The rv lead was explanted and replaced. The patient was stable throughout.